Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the pcb00 lens inside the injector was misplaced and when the plunger was pushed to advance the lens it torn the injector. No patient involvement. In follow-up, the customer clarified that there was patient contact. The cartridge was inserted into the eye, but there was no patient injury. No further information was provided.

Manufacturer narrative:
Device evaluation: visual inspection noted scarce amounts of viscoelastic solution on cartridge which indicate that the unit was handled and prepare for surgical use. Lens was observed partially out of the cartridge. Dent/distortions and a crack were observed on cartridge tip. The plunger and pushrod were advanced in the preloaded insertion system. Torn injector was not verified. No assembly error and/or defect were observed in the preloaded insertion system related to manufacturing process. A search on complaints related to production order (po) did not reveal a product quality issue. The manufacturing record and process control were evaluated and the devices were manufactured within specifications. A review of the complaint database did not indicate a product quality issue. The direction for use(dfu) was reviewed which adequately provides instructions and precautions for the proper use of the intraocular lenses including precautions related to visual disturbances. There is no indication of a product quality deficiency. Based on the investigation results, the cartridge crack including the tip was confirmed; torn injector was not confirmed. All pertinent information available to abbott medical optics has been submitted.